Event description:
On (B)(6) 2013, a pt's pre-ablation work up was unremarkable. The physician then attempted a novasure endometrial ablation. When he inserted the disposable device and the pt experienced "2 to 3 seizures over a 45 minute period". The procedure was aborted. No intervention was required. The pt was discharged home. On (B)(6) 2013, it was reported the pt is doing. "The pt has seen a neurologist and another specialist (type unk) and her test assessments came back unremarkable".

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. (B)(4).